Event description:
The infusion pump was received at the service facility with a note stating "the numbers keep changing- will not keep accurate rate or volume to be infused. Reported by nursing." The pump was reportedly being used for secondary antibiotic administrations, however no add'l specific clinical info was able to be received. It was reported that there was no pt injury.